Event description:
It was reported that the patient had a laparoscopic right colectomy procedure within the last thirty days. Sometime after the procedure, the exact time is unknown; the patient had to be returned to the or for post-surgical complications. There was a leak found in the side-to-side anastomosis. They went in and surgically repaired the leak. The staple line was noted to be complete however there was a leak in the anastomosis. No information provided on the staple formation. The patient is reportedly okay. The device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of further information.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.